Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown reasons. Additional information from the field representative indicates that this lead exhibited high pacing thresholds. Also, the physician suspects that the cause of the high pacing thresholds is due to endothelialization/scarring of the patient's cardiac tissue. This lead was successfully replaced. No additional adverse patient effects were reported.